Event description:
Per the clinic, the patient underwent a procedure on (B)(6) 2013, to excise the excess skin around the abutment site. During the procedure, the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.